Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-01860. It was reported that patient experienced pain at ipg site since implant. Surgical intervention may be undertaken to address this issue.